Manufacturer narrative:
It was stated that the device was excessively torqued because of the tortuous anatomy of the sub clavian. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One 6f launcher guide catheter was received for analysis. A torsional kink was evident on the proximal end of the shaft approx. 7.5cm from the strain relief. Exposed wire braid was evident on both sides of the kink. Small holes were noted where the wire braid was exposed. The catheter was flushed with water and leaked out of these small holes. No other deformation was noted on the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was pre-dilated, stented and post-dilated without complication. An attempt was being made to manipulate the device in a normal fashion to maintain access but during the manipulation the guide catheter was thought to have kinked. During post angiogram of the right coronary artery bubbles were sent down the vessel. The patient was started on a levophed drip. No further patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A launcher device was attempted to be used during a procedure to treat a severely tortuous, severely calcified lesion exhibiting 70% stenosis in the ostium of the right coronary artery (rca). There was no damage noted to the packaging. The device was removed from the packaging as per IFU with no issues. The device was inspected and prepped as per IFU with no issues. It was reported that the subclavian was extremely tortuous and caused the guide catheter to severely kink after post dilation. It was also reported that there was a small hole where the guide kinked which caused an air emboli. The air emboli resulted in st elevation with slow flow, which was then treated with nipride. No further patient injury was reported.